Event description:
It was reported to nova biomedical, that a consumer received lower results then he should have received and the parent of the consumer allegedly did not administer enough of insulin to bring his blood sugar reading down. According to the parent, her son was not responding to her and she brought him to the hospital. The health care professional stated, their meter result was 247 mg/dl at the hospital after insulin administration. The consumer terminated the call, without providing their phone and personal data. Therefore, the meter and test strips in question will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.